Event description:
The customer reported the ventilator alarmed and had multiple pressure sensor failures. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the device diagnostic history noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the reported problem may be due to a cable or connection issue and recommended the biomedical engineer check internal connections. The biomedical engineer reported the pcb boards and the data acquisition pcb to motor controller pcb cable were all reseated and the reported problem resolved. The biomedical engineer reported the device is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Pcbs and cable reseated.